Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found evidence of deformation on the head of the screw, which was likely to have been caused due to difficulty fully tightening the implant screw during the initial procedure.this report filed september 24, 2009.

Event description:
It was reported that patient underwent elbow arthroplasty in 2007. Subsequently, radiographs taken revealed that the head appeared to be disassociating from stem with pronation or supination. A revision procedure was performed in 2009, and the head and stem were removed. No replacement product identification has been received.